Manufacturer narrative:
According to the customer, patients were experiencing "peri-incisional blistering" that was discovered at a "physical therapy session when the physical therapist removed the postoperative dressing" following a "knee arthroplasty". The customer reported due to the reported issue "some patients were prescribed oral prophylactic antibiotics and topical silvadene". The customer reported one of the patients were referred to a "plastic surgeon for consultation after serial monitoring". According to the customer "one patient is awaiting consultation with plastics" and the "remaining patients with noted peri-incisional blistering are currently healing uneventfully". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, patients were experiencing "peri-incisional blistering" that was discovered at a "physical therapy session when the physical therapist removed the postoperative dressing" following a "knee arthroplasty".

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.